Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. A visual inspection found a severely cracked tank cover, a corroded drain fitting and a worn block assembly. During the functional testing, water was leaking from the reservoir confirming the customer complaint. The cause of the issue was found to be from cracks in the tank cover due to overtightening the screws or dropping the device. The tank cover was replaced as well as the enclosure, pole clamp, reflux plug, and block assembly. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device leaked from the reservoir. The issue was found out when filled during preventative maintenance and was not related to physical damage. There was no patient involvement and no patient harm/adverse event reported.